Event description:
The reporter stated he was unable to remove the battery cover from the infusion device and the pump was beeping. It is unknown if the infusion device shut off without first displaying an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.